Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken driver tip. The driver broke putting in a 9.5mm iliac bolt. The tip of the driver snapped and lodged in the head of the screw. The doctor was able to remove the broken piece. The screw was then driven down to its desired position; the rod was placed and locked down with the appropriate set screws and final torque/counter torque. The construct was as the surgeon intended prior to surgery.

Manufacturer narrative:
The returned device was evaluated. The drive tip was found to have fractured off; the complaint is confirmed. The cause of this event is unknown but may be attributed to excessive force when inserting the screw or improper engagement between the screw head and the driver. The labeling was reviewed and found to contain sufficient instructions for proper usage of the device, including screw hole preparation, screw head and driver engagement, and screw installation. A review of the manufacturing records did not identify any issues which would have contributed to this event.